Manufacturer narrative:
(B)(4). Date sent: 04/23/2025. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? The reverse button was pressed, but the device did not activate. After repeating the normal open/close operation, it suddenly opened. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The reverse button was used. Did the jaws eventually open? Yes.

Manufacturer narrative:
(B)(4) date sent 2/19/2025 d4 batch #139d61. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. It is possible that the knife's advance into the anvil noted on the device was due to improper handling resulting in the device not being able to open. Please reference the instruction for use for more information. The reload was received partially fired 1/10. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described by would not reverse button force could not be confirmed as the knife reverse button worked properly during testing. The event reported of difficult to open and would not fire were confirmed and it is related to improper use of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 139d61, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please tell us that procedure and the site of use of the product in this case. The product was used to cut the pulmonary vein in a lobectomy. How was the jaw opened and removed from the tissue (e.g., knife reverse switch, manual override, etc.)? The reverse button was pressed, but the device did not activate. After repeating the normal open/close operation, it suddenly opened. Did this event cause any bleeding or tissue damage? (If there was any additional treatment, please let us know as well.) The jaw tip was opened as a result, so there was no bleeding or tissue damage. Was there blood transfusion status? No. Is there any problem with the patient's condition after the surgery? No problem.

Event description:
It was reported that during an unknown surgery, the issue has reported but the details are unknown at this time, so it is being confirmed. After grasping a tissue (blood vessel), the jaws did not open. No further information is available.